Manufacturer narrative:
Continuation of d10: product ID 37612 lot# serial# (B)(6) implanted: (B)(6)2016 product type implantable neurostim ulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about a month ago, they noticed the patient had some tremors when they were eating. Today, the caller noticed that the patient's right side was shaking uncontrollably. The caller checked each ins and noticed that the left ins was turned off and they didn't know how or why. The left ins was 50% charged at the time of the call. The agent reviewed that the charge level of the ins may have gotten too low and caused the ins to turn off. The caller stated that they tried to turn the left ins back on, but they saw the 'poor communication' screen on the patient programmer pp. During the call, the agent had the caller connect the pp to the left side implant and reviewed how to turn the stimulation back on. After the stimulation was turned back on, the caller said the patient was making a funny face. The caller elected to turn the stimulation off because of that. For the left ins, the amplitude was set to 3.60 for the left side and 3.40 for the right side. The agent reviewed that the caller could consider decreasing the amplitu de for the left and right sides while the stimulation was off, then turning it back on and gradually increasing it to the original amplitude. The caller was not comfortable doing that, so they elected to turn the left ins on again. The patient made a funny face again, but after a couple of minutes, the patient's face looked a little bit better, and they were feeling more comfortable. The caller also noted that the patient's shaking on the right side of the body was under control again. The agent advised the caller to monitor the issue and follow up with the manufacturer representative (rep) or the patient's managing healthcare provider if the issue persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the symptoms resolved.

Manufacturer narrative:
B5: after the file was reviewed, it was decided to remove f0101 from coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.